Manufacturer narrative:
Date sent to the FDA: 04/20/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the thread comes out incomplete" ? Please explain in detail what issue noticed with the device? When was it noticed during use on patient ? Or before use on patient? Did the needle pull off/separate from the suture thread while use on patient ? Or was the suture noticed with any quality issue when package opened? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the thread came out incomplete. There were no adverse patient consequences reported. Additional information has been requested.